Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4318, lot #: 18467626, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
Report was received that the patient had a chronic infection. Antibiotics were prescribed. The patient underwent an explant procedure.